Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety/product/procedure: unable to confirm as it is a medical event not related to the device. Silicone migration: unable to confirm as it is a medical event not related to the device. Lymphadenopathy: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed. Deformation observed. Wear abrasion observed.

Event description:
Patient reported ¿receiving a letter informing about the recall" but did not pursue implant exchange, later "I felt a large lump under my right axilla" and a mammogram confirmed "three inflamed lymph nodes". "I went back for ultrasound and biopsies. My biopsy results came back as inflamed tissue due to silicone." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, d6b.

Event description:
Patient reported ¿receiving a letter informing about the recall. At the time they decided not to pursue implant exchange¿, ¿patient felt a large lump under right axilla and went for a mammogram and it was confirmed there were three inflamed lymph nodes. Biopsy results came back as inflamed tissue due to silicone". Device remains implanted.

Manufacturer narrative:
Continued h6: f2201 - biopsy. A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: ¿I felt a large lump under my right axilla", "three inflamed lymph nodes¿, ¿biopsy results came back as inflamed tissue due to silicone¿, and ¿3 lymph nodes found on right side¿.

Event description:
Patient reported ¿receiving a letter informing about the recall" but did not pursue implant exchange, later "I felt a large lump under my right axilla" and a mammogram confirmed "three inflamed lymph nodes". "I went back for ultrasound and biopsies. My biopsy results came back as inflamed tissue due to silicone." The device remains implanted.